Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. As of this date the device has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received via an email from carefusion (B)(4) on (B)(6) 2014. Carefusion (B)(4) reported that the cap diaphragms failed to pressurize while the vent was on a patient. The hf-ov would not reach pressure as advised on set up. There was no harm to the patient.